Event description:
It was reported, that during equipment preparation for use, reprocessing and preventive inspection the gastrointestinal videoscope was experiencing recurrent biofilm contamination. Customer requested a change of channel. The intended type of procedure was for a diagnostic endoscopy. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: suction channel cfu: 1356 cfu/channel bacterial identification: pseudomonas aeruginosa sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: <2 cfu/channel bacterial identification: pseudomonas aeruginosa sampling date: (B)(6) 2024 sampling from: suction channel cfu: 1418 cfu/channel bacterial identification: pseudomonas aeruginosa sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 512 cfu/channel bacterial identification: pseudomonas aeruginosa sampling date: (B)(6) 2024 sampling from: suction channel cfu: 114 cfu/channel bacterial identification: pseudomonas aeruginosa the device was evaluated where a leakage was detected from the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that reprocessing was insufficient due to the leakage identified; however, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.